Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he inserted a new set this morning and his blood glucose was high. Customer stated that his blood glucose was 498 mg/dl. Customer stated that he has been treating but his blood glucose went up to 548 mg/dl or 549 mg/dl. Customer stated that he does not think there is any issue with the pump. Customer was advised to remove the set and he stated that it was bent. Customer stated that he will change the set.